Event description:
Ous MDR - the physician reprogrammed the device off prior to the patient undergoing an MRI. After the scan, the device was in eos. Biotronik has no information in regards to a revision at this time. An event date was not reported.

Manufacturer narrative:
Based on the information available for analysis, the eos status most likely resulted from the reported MRI scan without prior activation of the MRI mode. Please note that if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the battery status eos. This observation does not represent a battery or hybrid malfunction. There is no indication of a device malfunction.